Manufacturer narrative:
Device evaluation: one tracheostomy sample from the reported lot was received in used condition without the original packaging. Immediate visual inspection found no discrepancies or damage in the sample. An inflation test was completed and it was noted that when inflating the unit, it was seen that the pilot balloon was inflated, but all the air was stuck in it. According to the IFU, the balloon was manipulated, and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated four times, all the times the cuff inflated completely. When measuring the cuff, the percentage for the symmetry was found to be within specification. The balloon and airway assembly operation and assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs and no symmetry issues. A review of the manufacturing process was conducted and was considered adequate and correct. A review of the DHR was additionally completed and found no discrepancies. Based on the evidence and testing, the complaint was not confirmed. No fault was found with the device.

Event description:
Information was received that a smiths medical portex bivona tts cuffed neonatal with v neck flange tracheostomy tube pilot balloon inflated, but the cuff did not. No adverse patient effects were reported.